Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to initial report for information inadvertently left out. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. There was no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air; immersed the endoscope in the detergent solution; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign matter clogged in the nozzle. The root cause of the failure could not be determined. The event can be detected/prevented by following the instructions for use which state: "[inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the water feeding function keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, due to a pinhole on channel tube, water tightness was lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down (u/d) knob was out of the standard value, deterioration/damage of adhesive was noted due to chemical/physical stress, the adhesive on the bending section cover (a-rubber) had a crack, the adhesive on the a-rubber had white-clouded area, the plastic distal end cover (c-cover) had a dent, c-cover had a burn, and the connecting tube had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had air/water leakages. Upon inspection of the customer¿s returned device it was observed, the nozzle had foreign object. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.